Event description:
It is reported that the pt presented with infection post-op. The pt was readmitted to the hospital and treated with IV antibiotics and received blood.

Manufacturer narrative:
Evaluation summary: the (B)(4) indicates that the symptoms resolved within four days. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. With the information provided, a root cause cannot be definitively stated. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.